Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through investigation. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is currently in process. Device not returned.

Event description:
It was learned through investigation that the patient has expired after implant duration of 2 days. The cause of death was cardiovascular collapse, as a consequence of generalized sepsis and endocarditis. Per the operative report (operation performed in 2009), "the patient did require a lot of inotropic support, however, the left ventricle on transesopageal echocardiogram looked very nice. It was squeezing like a champ and it was the right ventricle that was akinetic...his blood pressure remained pretty low despite all out inotropic support and obviously this is a very, very sick heart right now in a sick patient and he is vasodilated because of the pump run versus his vancomycin-resistant enterococci endocarditis, difficult to tell." It was also reported that the patient had another device explanted.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.